Event description:
Patients mother contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. At the time of contact, patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).the complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter failed. The root cause was determined to be a failed transmitter. A CAPA has been initiated for this issue.